Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually and functionally evaluated: 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested. No issues were identified with the hemogard closure assembly being loose or separating from the tube during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose cap/stopper creep out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer pst¿ blood collection tubes 8 tubes had a loose closure and caps came off of the tubes. There was no health impact or consequences reported.